Event description:
At approx 1100 thick smoke was noted in ltc east and west halls and resident rooms. Residents were evacuated quickly and no smoke inhalation occurred to residents. One staff member with chronic neurovascular disorder received treatment for smoke inhalation. Investigation showed that vacuum pump had malfunctioned causing smoke to circulate through heater vents in ltc resident rooms.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: electric problem - short circuit. Conclusion: device failure indirectly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.